Event description:
During a procedure to pta a calcified lesion, the physician used two evercross balloons. The first balloon burst due to the calcium and was removed successfully. The second evercross used also burst. Upon trying to remove the second evercross balloon, the physician found resistance and worked to get the balloon to come back through the 6f sheath and was eventually successful; however, upon examination, the physician felt that part of the balloon may have been left inside pt. The physician could not tell definitively from angio and run off was same as diagnostic runoffs, so they decided to use a stent to trap any potential balloon fragments. No adverse effect to pt reported.